Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Clinical report states patient has pain and local tissue reaction. No treatment has been provided. Update der rcvd 6 aug 2014 - added patient age, updated product categories for all products and added sleeve. Update 9/4/15 medical records received. After review of the medical records for MDR reportability, a dor was provided. The revision operative note indicated corrosion and failed asr implant. All implants are now being reported. The complaint was updated on: 10/2/2015.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 1/20/2016: litigation received. Litigation now alleges high metal ions. The taper sleeve is now being added to the complaint. This complaint was updated on: 1/22/2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.